Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the pyxis was having issues with the biometric identifier, got stuck on blue screen and turned black during the middle of a case. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had issues with the biometric identifier (bio ID). A field service engineer (fse) found that the pyxis anesthesia station upgrade failed, upgraded it to 1.7.4 but the upgrade did not install and failed again. The fse then manually upgraded the station to 1.7.4, configured, performed data synchronization and tested functionality. The customer moved back the station to the operating room, to monitor the station. The fse also found that the customer was having issues with the bio ID for a while, tried resetting the cables and loosening the cords by cutting zip ties but issue persisted, then replaced the bio ID to resolve the issue. The system functioned as intended after the field service engineer repaired the device.